Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. Battery compartment is damaged, upstream occlusion (uso) seal is buckling, and battery door has corrosion was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective main board. The battery door, dso seal, and uso seal replaced. Performed uso/dso calibration. The device passed all functional testing after repair.

Event description:
It was found during investigation of a returned pump that the downstream occlusion (dso) seal was lifting, upstream occlusion (uso) seal is buckling. There was no patient involvement and no harm/adverse event reported.